Event description:
It was reported that "insertion date (B)(6) for cardiogenic shock / cardiomyopathy via femoral approach, 63 y/o male, 182 cm and 101 kg. After insertion of catheter, operator received helium leak alarm on console. Console was switched to another unit with the same alarm message. Removed and replaced with another tfx iab with same issue. Removed and replaced with getinge and no issues". No patient harm or injury. The patient status is reported as "fine". See associated MDR 3010532612-2026-00529.

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.